Manufacturer narrative:
Summary of evaluation: the results of the MFR's evaluation suggests that the cause of this event was attributed to improper technique.

Event description:
The threads would not bite when trying to insert screwail broke at the distal bore hole for the cross screw. The nail was revised.